Event description:
It was reported that the 9800 system had poor image with dark images on the left monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.